Manufacturer narrative:
(B)(4). Devices have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The pump was malpositioned; the tip of the pump was close to the surface and was causing the patient discomfort. The pump and catheter were removed. There was reported to be no patient injury and the patient recovered without sequela.